Event description:
Reportedly, the device involved in this MDR report was pacing in the ventricle, although it was programmed in aai mode. It is unknown whether the device was kept implanted or not.

Manufacturer narrative:
November 26, 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.